Manufacturer narrative:
Initial and final (B)(4) - device 6 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) on (B)(6) 2024 due to infusion set not inserting all the way. The event occurred within three hours of insertion. The insertion site was upper buttocks. The blood glucose level was 572 mg/dl at the time of event and the patient got treated with correction injection via multiple daily injection (mdi).

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-34649. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code infusion set (cannula part/base piece) lifted up or detached from spring of serter (set broke prior to use) due to incorrect preparation (e.g., tubing placed in notch prior to cocking the spring, pulling on set etc.). The batch 6006324 in question was manufactured at the reynosa site. Complaint investigations. Physical samples were formally requested; however, they were not provided. In order to test the product, the reference samples from the lot have been requested. The reference samples for batch 6006324 were previously tested in complaint (B)(4) on 07/aug/2025 complaint investigations. Physical samples were formally requested; however, they were not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing lot 6006324 was manufactured according to the wi version 112 in the line 8, on 26/mar/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 05/aug/2025 against malfunction code infusion set (cannula part/base piece) lifted up or detached from spring of serter (set broke prior to use) due to incorrect preparation (e.g., tubing placed in notch prior to cocking the spring, pulling on set etc.) And lot 6006324 and no other complaint has been registered in database for the same lot 6006324 and malfunction code. Conclusion summary of the related event: this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is reportable with valid lot number/product code.

Event description:
To date no additional patient or event details have been received.